Manufacturer narrative:
Analysis of the fiber revealed a connector and ferrule which had been removed from the fiber, charred heat shrink at the proximal end of the fiber, and a strain relief boot that was difficult to turn upon attempted rotation of the boot and fiber. The removed ferrule had evidence of significant charring and carbon material along with a uniform ring around the core. The difficult to rotate collar along with the charred ferrule are symptoms which are possibly indicative of excessive heat applied during fiber reprocessing. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). This could cause the fiber connector to not rotate independently of the fiber. When a twisting force is applied to the seized up fiber and connector, the adhesive could possibly fail leading to the occurrence of a recessed fiber ferrule and core. Subsequent laser energy exposure further damages the connector due to a change in the focal point of the laser on the fiber connector. This could potentially occur when the documented procedures in the IFU are not followed correctly. If the user follows the exact directions for steam sterilization as listed in the IFU, such ferrule and core alignment issues do not occur. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on 06/27/2014. Also, the indicated multiple (7x) uses by the customer out in the field also demonstrates that it is very unlikely there were any manufacturing faults with the fiber. The fiber likely failed due to user mishandling during reprocessing. This event occured in (B)(6).

Event description:
"During treatment, the user didn't observe any problem, except some noise, which the user thought was a sound generated by lithotripsy. After the treatment, the user cleaned the fiber and cut its tip. While he was checking a cut surface of the fiber by connecting it to the laser device, the fiber came off from the connector. He checked the fiber and found that its tip was burned. In addition, he noticed a burning smell from the fiber. He would like to know whether there is any problem in the product or in the usage."